Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hs iii proximal seal system 3.8mm cutter was split /cracked open. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The device was discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hs iii proximal seal system 3.8mm cutter was split /cracked open. A replacement device was used to complete the procedure. No patient involvement.